Manufacturer narrative:
Concomitant medical product: 4568-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited slightly elevated thresholds. The decision was made to prophylactically cap and replace the lead. No patient complications have been reported as a result of this event.